Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6 investigation summary the customer reported ¿it was reported that on an unknown date, the item does not spin or turn on. It is unknown when the incident was observed. Patient involvement unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.¿ the repair technician reported device ran intermittently in fast forward mode, doesn't ran in forward and reverse mode, discolored wire, discolored membrane vent, debris on barriers, rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 26-jun-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part# 05.000.008. Synthes lot # 007510. Supplier lot# 007510. Release to warehouse date: mar-19-2019. Supplier: (B)(4) no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the item does not spin or turn on. It is unknown when the incident was observed. Patient involvement unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one handle battery powered driver this is report 1 of 1 for (B)(4).